Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the blood inlet port had been fractured at the root. No break, no deformity, or no other external anomaly was observed around the blood inlet port. The housing of the blood inlet port side was removed, then the root of the blood inlet port was inspected under magnifier. No crack, no deformity, or no other external anomaly was observed around the root of the blood inlet port. The fracture surface of the blood inlet port and of the broken piece were inspected under magnification. The fracture surface was smooth on the whole of both. Streaky pattern that had developed radially in the directions toward the front side and the bottom side of the oxygenator was observed on the fracture surface. Magnifying inspection around the estimated start point of the radial streaky pattern found wavy pattern crossing the streaky pattern. It was likely that an instantaneous load was exerted on the blood inlet port from the direction between the front side and the bottom side of the oxygenator. The fracture of the blood inlet port seemed to have started from the central point of the wavy pattern and developed radially. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the blood inlet port was subjected to a shock load from the direction between the front side and the bottom side of the oxygenator, resulting in the fracture. Since no anomaly was noted in the manufacturing-related records, it was presumed that the actual sample was subjected to a shock load unexpectedly at some point during transportation or storage. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment and the venous blood inlet port of oxygenator was broken off when opened the package. The procedure outcome was not reported. The patient was not harmed.